Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 4. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2019, the implant was removed upon clinician¿s decision. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: fistula and inflammation. No further patient complications were reported.